Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during a ligation procedure performed on (B)(6) 2021. During the procedure, the third band of the first device could not be deployed in the patient. A second device was used and that device also failed to deploy the bands. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that handle assembly was returned with the device. It was noted that tripwire was not secured in the handle slot when received. The slack was not removed correctly. The suture was intact, and it was attached to the distal loop of the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The ligator head was not returned for analysis. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during a ligation procedure performed on (B)(6) 2021. During the procedure, the third band of the first device could not be deployed in the patient. A second device was used and that device also failed to deploy the bands. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.